Event description:
It was reported that the customer was in a dirt bike accident and as a result the touch screen became cracked and unresponsive. The customer's blood glucose was 194 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.